Event description:
It was reported that during a total gastrectomy procedure, for one device there was an abnormal sound like squeak noise when connected the blade with wrench. The error code 5 was indicated. For another device the blade broke. Another device was used to complete the case. No patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.